Event description:
Information was received indicating that, a smiths medical cadd legacy plus pump exhibited no disposable pump won't run and it was unclear if the reservoir volume was accurate. No patient consequences were reported. No adverse effects were reported.